Event description:
It was reported that one day post implant, the device was interrogated and lead warnings were noted. It was further reported that there was increased thresholds and retrograde p waves. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient returned to the operating room due to high atrial threshold. It was determined that the lead had micro-dislodged and was revised. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk file was taken at interrogation at implant and therefore data relevant to the complaint was not recorded. Analysis of this file is inconclusive.

Manufacturer narrative:
Concomitant product: 4076 non-defib lead; 2012 (B)(6). (B)(4).